Event description:
"The dialyzer blood leaks occurred immediately upon the initiation of the pts' dialysis treatments. The clinical nurse specialist stated that there was visible blood leaking from the blood compartment of the dialyzer into the dialysate compartment, and blood was visualized in the arterial dialysate lines coming from the dialyzer. It was reported that each pt had an estimated blood loss of 228 ml. The clinical nurse specialist stated that the staff did not try to return the blood, as her co has a policy against blood return in the event of a major blood leak from a dialyzer. No medical intervention necessary. "